Event description:
It was reported that when using the bd pyxis¿ es server, patients were not showing on all stations. In the console, only 43 patients were displayed, and newly admitted patients were not appearing on the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the patients were not showing in all stations. A technical support specialist (tss) dialed into the station, found all auto discharge time had been set to the maximum of 9999 hours, emailed customer to follow up about the auto-discharge issue and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not showing on all stations. In the console, only 43 patients were displayed, and newly admitted patients were not appearing on the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.